Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 414 mg/dl at the time of the incident. The customer was at 395 mg/dl at the time of the call. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was getting battery out limit alerts and no delivery alarms. The customer reported hearing weird sounds from the pump. Troubleshooting was completed and no issues were found. The customer also reported highs of 400 to 500 m/dl that occurred in the past as well as a low where paramedics were dispatched. The insulin pump will not be returned for analysis.